Manufacturer narrative:
The na and k lot numbers with expiration dates were not provided.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) and potassium (k) on a cobas integra 400 plus analyzer. The initial k result was 6.29 with a data flag (unit of measure not provided). The repeat result was 4.37. The initial na result was 194.8 with a data flag (unit of measure not provided). The repeat result was 131.1.

Manufacturer narrative:
The field service engineer (fse) replaced the ise solutions, and a sample probe and decontaminated the ise washtower. During the investigation, it was found that the customer had not used the approved roche activator solution for the system. Product labeling states: "using a non approved activator may lead to clots and incorrect results." And "roche recommends to use the roche activator for cobas integra systems as ise activator. Use only the activator bottle set for cobas integra systems which contains the appropriate 11 ml plastic bottles.: the issue was resolved by changing to the roche activator solution. The investigation determined the event was due to use error at the customer site.